Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report she inserted sensor on friday (B)(6) 2015, went through the 2hr warm-up period and everything was working fine. Then on (B)(6) 2015 patient noticed that the 'pie' chart indicating another 2hr warm-up had occurred, but didn't stop and restart the sensor. There was no report any injury or medical intervention. No additional event or patient information is available.